Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges unit was hit by a car and tipped sideways.